Event description:
It was reported that t:slim x2 pump battery did not charge when customer attempted pump software update, and customer stated that charging did not work. There was no reported impact to the customer¿s blood glucose level. Customer was advised by technical support to try charging pump with tandem cable to see if charging worked, and customer planned to call back after returning home, with no additional information provided regarding the outcome of the event.